Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device was returned and product analysis completed a visual analysis of the returned product revealed that the returned stent was received with encrustation/calcification outside and inside at several locations. The stent was returned with the surface blackened in several locations, consequently confirming the reported complaint. The stent returned totally blackened, however, stent discoloration is caused by a reaction of sulfide in urine with bismuth bicarbonate in the stent to produce bismuth sulfide; moreover, it is associated with decreasing ph and does not increase caox encrustation or bacterial adhesion/colonization, and also it is important to mention that the stent discoloration is cosmetic and does not increase stent-associated complications. As a conclusion the testing conducted at cpg, the mechanism for discoloration is confirmed to be the reaction of sulfur present in patient urine with the bismuth subcarbonate (radiopacifier) of the tria device to produce bismuth sulfide. The discoloration is cosmetic in nature with no associated patient harms. According to the product analysis the stent was received with encrustation/calcification outside and inside at several locations and the directions for use states in the section of adverse events: "adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to: occlusion/obstruction ...encrustation...stone formation...". Therefore, all compiled information on this investigation determines that the most probable cause of the complaint is known inherent risk of device since the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported to boston scientific corporation that a previously implanted tria frim ureteral stent that was placed from the kidney to bladder as normal dj stenting was removed from a patient . The exact implant and explant dates were not reported. According to the complaint, upon removal of the stent, the tria firm ureteral stent was noted to have turned black. The procedure was completed with another tria firm ureteral stent being placed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; ureteral stent calcified.